Manufacturer narrative:
Based on additional information, the customer reported that no overinfusion had occurred and the file is therefore no longer reportable.

Event description:
The customer initially reported various cracks and a possible over infusion. However, the assistant nurse manager later reported that there had been no overinfusion and she had only been looking for information about what was programmed at a specific time (the time frame was not provided). The biomed reported that he did not find any issues in the error log and that when he tested it the device passed all testing.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported various cracks and possible over infusion. There was no report of patient harm.